Manufacturer narrative:
(B)(4). Q core medical ltd. Is submitting the report on behalf of hospira. (B)(4).

Event description:
Event as described by the user: "dr. (B)(6) on (B)(6) 2015 indicated that the anesthesia group used updated sapphire epidural pumps (reconfigured with new configuration settings recommended on (B)(6) 2015 and updated software on (B)(6) 2015) over the weekend and are continuing to have bags run dry before vtbi reaches zero. He stated that (B)(6) concern is now that there is a "serious threat to patient safety" as these pumps are delivering an incorrect dose. This concern is with their 100 ml bags of marcin/2mcg/1ml fentanyl medication bags compounded by (B)(6); the 150 ml bags of meperidine are programmed to run dry".